Event description:
It was reported that during a lobectomy procedure, the metal plate on the bottom of the cartridge slid out. Additional suture was used to complete the procedure. There was no patient consequence.